Event description:
Using the bander device to band esophageal varices during the case in the operating room, the bander malfunctioned. When attempting to place the band it never "clicked". Then when the md attempted to band another site 3 bands fired off at the same time instead of only one. Staff removed the device and opened another bander and it worked without difficulty or issue. FDA safety report ID# (B)(4).